Event description:
The report received from co affiliate indicated that two balloons ruptured during procedure. A percutaneous transluminal angioplasty (pta) was performed. The target lesion was the common iliac artery/femoral artery (no information available to which one was treated). The vessel was eccentric and heavily calcified with moderate tortuosity. The first balloon (4206020s/r1103252) to also attempt to pre-dilated the lesion when it also ruptured below 10 atmospheres. A third balloon (p3-3mm4cm) was used and successfully dilated the lesion. Three (3) palmaz stents were implanted and the procedure was completed. There was no adverse consequence to the patient. The products will be returned for analysis.